Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2022 while undergoing pd therapy. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient expired on (B)(6) 2022 due to a cardiac arrest (cause unknown). Despite the patient having a significant history of cardiac disease (under the care of a cardiologist), the patient¿s passing was unexpected. The patient was discovered in the morning and emergency medical services were not contacted. Cardiopulmonary resuscitative (CPR) measures were not attempted, as it was evident the patient expired during the night. The patient was pronounced at home and taken directly to the funeral home. The pdrn reviewed the patient¿s treatment log and found no issues during the patient¿s last ccpd treatment. The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additional information (e.g., esrd death notification, demographics, death certificate, treatment data) was requested, however the pdrn declined. The pdrn stated the status of the patient¿s liberty select cycler return is pending pick-up.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of cardiac arrest and death. Although the patient¿s cause of death was reportedly due to a cardiac arrest, the origin of the cardiac arrest is unknown; therefore, causality could not firmly be established. Per the pdrn, the patient had an extensive cardiac history and did not allege any fresenius device(s) and/or product(s) involvement. The esrd population continues to have significantly higher mortality (up to 30-fold), and fewer expected years of life when compared to the general population. Of these deaths, cardiovascular disease and/or sudden cardiac death is the leading cause. Based on the information available, the liberty select cycler cannot be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. However, given the lack of information (e.g., esrd death notification, definitive causality, death certificate, treatment data), the liberty select cycler cannot be excluded from having a possible contributory role in the serious adverse events. However, limited information precluded a more comprehensive investigation. Should additional information become available, the file will be reassessed and the need for a revised clinical investigation will be evaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,g.1.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on 4/may/2022 while undergoing pd therapy. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient expired on (B)(6) 2022 due to a cardiac arrest (cause unknown). Despite the patient having a significant history of cardiac disease (under the care of a cardiologist), the patient¿s passing was unexpected. The patient was discovered in the morning and emergency medical services were not contacted. Cardiopulmonary resuscitative (CPR) measures were not attempted, as it was evident the patient expired during the night. The patient was pronounced at home and taken directly to the funeral home. The pdrn reviewed the patient¿s treatment log and found no issues during the patient¿s last ccpd treatment. The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additional information (e.g., esrd death notification, demographics, death certificate, treatment data) was requested, however the pdrn declined. The pdrn stated the status of the patient¿s liberty select cycler return is pending pick-up.

Manufacturer narrative:
Corrected information: h.6.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2022 while undergoing pd therapy. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient expired on (B)(6) 2022 due to a cardiac arrest (cause unknown). Despite the patient having a significant history of cardiac disease (under the care of a cardiologist), the patient¿s passing was unexpected. The patient was discovered in the morning and emergency medical services were not contacted. Cardiopulmonary resuscitative (CPR) measures were not attempted, as it was evident the patient expired during the night. The patient was pronounced at home and taken directly to the funeral home. The pdrn reviewed the patient¿s treatment log and found no issues during the patient¿s last ccpd treatment. The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additional information (e.g., esrd death notification, demographics, death certificate, treatment data) was requested, however the pdrn declined. The pdrn stated the status of the patient¿s liberty select cycler return is pending pick-up.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The catch-post hipot test passed. The patient hipot test passed. The current leakage test passed. An (as-received) 12525ml continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The patient pressure sensor calibration check passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The voltage calibration checks passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. There were visual indications of an insect infestation on the bottom cover under the pump. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom codes..upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2022 while undergoing pd therapy. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient expired on (B)(6) 2022 due to a cardiac arrest (cause unknown). Despite the patient having a significant history of cardiac disease (under the care of a cardiologist), the patient¿s passing was unexpected. The patient was discovered in the morning and emergency medical services were not contacted. Cardiopulmonary resuscitative (CPR) measures were not attempted, as it was evident the patient expired during the night. The patient was pronounced at home and taken directly to the funeral home. The pdrn reviewed the patient¿s treatment log and found no issues during the patient¿s last ccpd treatment. The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additional information (e.g., esrd death notification, demographics, death certificate, treatment data) was requested, however the pdrn declined. The pdrn stated the status of the patient¿s liberty select cycler return is pending pick-up.